Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse). The customer advised that the speaker was functional after restarting the device; however, the customer requested a speaker assembly. A speaker assembly was shipped to the customer to resolve the reported issue. The customer confirmed the speaker was replaced. Based on the information available the cause of the reported problem was a defective speaker. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported that there was a speaker malfunction inop message. It is unknown if the device produced sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.